Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the proximal segment of the lead was returned and analyzed with no anomalies found.

Event description:
It was reported that lead was not implanted due to the patient's anatomy. Another lead was successfully implanted. No patient complications have been reported as a result of this event.